Event description:
It was reported via clinical study that the patient had a prior knee replacement. Subsequently, the patient experienced a fall, resulting in a fracture on the right femur. The fracture was treated with intramedullary nail fixation. The device remains implanted and is considered resolved. No further information is available.

Manufacturer narrative:
D10: 02-010-01-0340 - logic femoral ps cem right sz 4. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.